Event description:
The customer reported that the system displayed ad channel errors and failed to boot to a usable state, exhibiting a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated and replaced the charger assembly pcb, generator driver pcb assembly, sbc and the f8 fuse on the power signal pcb assembly. The system was tested and found to be working as intended and returned to service.